Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving an unknown drug via an implanted pump. The patient¿s concomitant medications included soma, duragesic patch, and butrans patch and the patient¿s medical history includes shellfish and adhesive tape allergies. The indication for use was non-malignant pain. It was also noted that the pump had been working well to control the patient¿s pain and then the catheter had migrated from the intrathecal space and had to be replaced. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.